Manufacturer narrative:
Submit date: 2018-01-08. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the pump has a flow error and is stopping and starting. The pump did not shut down as previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the pump is not charging and the pump shuts down.